Manufacturer narrative:
The patient's ethnicity/race was reported as white by the healthcare professional. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant failed to osseointegrate within three weeks of implant placement on tooth number 29. It was reported that the healthcare provider observed the following patient symptoms: pain and granulation/fibrous tissue around the implant. Per the report the device was removed, but it was not replaced and no permanent injury, or additional procedures were performed. It was reported that at the time of the surgical procedure the patient's bone quality was type ii with fair oral hygiene.